Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a posterior vaginal repair procedure on (B)(6) 2008 and mesh was used. The patient had an anterior vaginal repair using perigee mesh and a posterior vaginal repair using mesh and a cystoscopy plus sling insertion. The patient experienced urinary retention post operatively. On the (B)(6) 2009, the patient required an excision of vaginal mesh and sugisis graft due to mesh erosion. In (B)(6) 2025, the patient was seen in the pelvic mesh clinic with 12 months of lower urinary tract symptoms, including urgency incontinence, sense of incomplete emptying when urinating, nocturia two times a night and slow urine stream and spraying. In (B)(6) 2025, the patient underwent urodynamics which concluded the patient had detrusor overactivity wet with loss of functional capacity and maintained capacity with hypocontractility in the voiding phase. The patient was put on pharmaceutical therapy, oxybutinin and ovestin with good outcome. The patient stated they are basically in their home and scared to leave as they may fall. No further information available as reporter details have not been disclosed.